Manufacturer narrative:
Insulin pump passed the displacement test but motor error during prime/a33 test due to loose drive support disk. The motor was tested outside on the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error during basal. Customer stated that explained and cleared alarm and motor error occurred more than once in the last thirty day. No harm requiring medical intervention was reported. The device will be returned for analysis..